Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio further evaluated device's system pcb assembly and found the single board computer (sbc) was no longer functional. The root cause component is the sbc. The returned device was scrapped.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.